Event description:
A tebbetts lighted breast retractor was being used during breast surgery. The light source, a luxtex mlx by integra, was running with the light source at 100%. Throughout the case, the retractor was moved from the mayo stand onto the patient's direct skin. An approximately 4 cm burn developed inferior to the right breast, appearing light pink in color. Ointment and a wound dressing were applied to the area. During a follow-up clinic appointment, another would dressing was applied.